Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming testing. Upon investigation the monitor was unable to communicate with an electrode belt. The belt receptacle was pulled from the monitor case damaging the j1001 connector. The cause of the report failure is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor failed incoming functionality testing.